Manufacturer narrative:
One swan- ganz ccombo v was returned for evaluation. The customer report of balloon issue was confirmed. The balloon was found to be torn completely from proximal bond and inverted to distal side. The balloon edges did not appear to match up at the torn. The balloon also had a tear along the distal bond. The tear extended to about 3/4 of circumference of the catheter tip. All through lumens were patent without any leakage or occlusion. There was no other visible damage from catheter. During the execution of the engineering evaluation, the swan ganz catheters and vascular catheters manufacturing process, visual aids, and drawing specifications indicate step by step how to assemble the balloon and meet all balloon assembly criteria. Manufacturing mitigations include visual and dimensional inspections of the balloon while it is inflated, and a sampling of deflation time rate. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. This is an anticipated event. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. There are manufacturing controls to avoid potential causes related to the "balloon - torn" malfunction as follows: balloon inspection, balloon deflation time test instructions and quality visual inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was completed and the product passed without nonconformances. As part of the manufacturing process, a 100% of the units go through a balloon inflation inspection. Additional d2b. Device product codes: kra, dqe, dqo. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use the balloon swan-ganz catheter was degloved out of the package and flopped over to the side of the catheter. The swan-ganz balloon was unable to be inflated out of the package. A new swan was used. There was no allegation of patient injury associated with this complaint.